Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
The patient reported that within about one month of implant, the patient was unable to get the heart rate to respond when exercising. The device remains in use. No patient complications have been reported as a result of this event.